Event description:
Customer called to report a pod because she did not think it was delivering insulin correctly. Her bg went very high and she vomited twice at her house. The pod and pdm did not alarm or give her any alerts. Her bg and bolus history were as follows: 8pm - bg 222. 7:03am - 0.75u bolus. 8:20am - bg 210, feeling sick, vomited twice. 9am - bg 471, 7.25u bolus. At this point, the customer called her endocrinologist, who told her to remove the pod and give 5.0 units by injection, and then activate a new pod. When she removed the pod, she found that the cannula was bent. She said that the site (on her lower back) looked "normal", and was not wet. 9:47am - bg 445, 2.75u bolus with new pod. 10:07am - bg 426, 0.60u bolus. 11:10am - bg 364, 1.30u bolus. At the time of the call, she said she was "feeling better." She said she would call if she had any further. The caller said that she would return the device for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned as of this date. Follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.